Event description:
The pt reported difficulty charging. It was confirmed that the implant was flipped in the pocket. During a pocket revision procedure, impedances could not be checked due to low charge level. The surgeon decided to replace the implant. The pt was implanted with a new advanced bionics spinal cord stimulator.